Event description:
New information received noted that there was an insulation break on the atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for a generator change. Prior to procedure, it was noted that the atrial lead exhibited noise over-sensing and high capture threshold. The noise was reproducible. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.